Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 78-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient¿s spouse notified novocure that the patient developed sores across the scalp. The patient was advised to temporarily discontinue optune gio therapy and was prescribed cephalexin 500 mg four times daily. Prior to this, the patient had used mupirocin ointment and had been rotating array placements without improvement. The patient was advised to continue using the topical ointment in combination with the oral antibiotic. Photographs provided showed scattered areas of mild to moderate erythema, with multiple small lesions located on the frontal and left side of the scalp. The patient resumed optune gio therapy on (B)(6) 2026. At that time, the scalp was largely healed, with only mild erythema remaining on the frontal region. Multiple attempts were made to contact the prescribing physician; however, no reply was received.